Event description:
On (B)(6) 2020, the patient felt arrhythmia but no therapy delivery by ICD. Then the patient went to hospital and found the ICD was in eos status.

Manufacturer narrative:
The lead under complaint was not returned for analysis and could not be investigated itself. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for over 40 months and 609 charging cycles were recorded in the icds memory. The amount of charge taken from the battery was verified, indicating the eos battery status to be anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as in the atrial channel, leading to the large amount of charging cycles. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the lead itself become available for analysis, the investigation will be updated.